Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the valve moved slightly aortic, to a 60/40 position, during deployment. Although the position of the valve was acceptable, there was moderate to severe pvl. Additional volume was added to the atrion syringe and the valve was post-dilated. There still was significant pvl and a decision was made to add a second valve more ventricular. A second 26mm valve was positioned more ventricular resulting in a satisfactory final result with trace pvl. The patient remained stable throughout procedure. The temporary pacer was left in place post procedure due to the fact that the patient developed complete heart block. It was reported that the implanting team stated that felt, in retrospect, that although the valve was anatomically in a good position, the patient would benefit from the additional radial force of a second valve. Additional information provided indicated that the next day a permanent pacemaker was implanted.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation and conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with bioprosthetic heart valves and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Additionally, according to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the root cause for the pvl cannot be confirmed; however, it is possible that the slightly aortic positioning caused or contributed to the event. The exact cause of the reported heart block cannot be confirmed, although it is a known potential complication of the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.